Event description:
It was reported there was a request from the managing doctor to replace the entire system, catheter and pump. Pt stated "doing well with spasticity." It was unk if a rotor study or a dye study was performed, the company representative did not think so. Pt status was reported as recovered without sequela, post operatively from the operating room. All components were returned for analysis. The pump administered baclofen at a concentration of 2,000 mcg/ml and a daily dose of 463.3 mcg/ml.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.